Manufacturer narrative:
The company representative examined the system, confirmed low coagulation output, and replaced u/s (ultrasonic) controller pcb (printed circuit board) for diagnostic purposes. The company representative also repositioned the top panel to minimize the vibration noise. The system was then tested and met product specifications. The replaced u/s controller pcb is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the cautery cables were not working properly with the unit. When the cables were plugged into a different unit, they worked. The customer also reported the unit was making a "vibration/rattling" sound. Additional info was received from the customer reporting that this event took place during a procedure. A second system was brought in and used to complete the procedure. There was a delay of less than 5 minutes and there was no pt impact reported.